Event description:
The customer reported updating time and personal profile settings, which resulted in a low blood glucose level of 45 mg/dl. The customer took corrective actions by consuming carbohydrates, with additional assistance from his wife, who poured and gave him orange juice. Technical support helped the customer update the correction factor setting and advised consulting with his healthcare provider when making such changes. The customer acknowledged and understood this guidance.